Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb) results obtained from five (5) different patient samples. The low results were generated by coulter lh 750 instrument. The customer indicated that hgb results were believed to be erroneous when compared to hgb results generated by another instrument in their lab. Patient a: an initial hgb result was 8.8g/dl, 9.5g/dl upon repeat, and 9.6g/dl from another instrument. Patient b: an initial hgb result was 9.9g/dl and 10.6g/dl from another instrument. Patient c: an initial hgb result was 8.2g/dl, 8.9g/dl upon repeat, and 9.0g/dl from another instrument. Patient d: an initial hgb result was 7.9g/dl, 8.6g/dl upon repeat, and 9.6g/dl from another instrument. Patient e: an initial hgb result was 9.0g/dl, 8.6g/dl and 9.6g/dl upon repeat and 9.6g/dl from another instrument. Based on available information, there was no impact to patient treatment.

Manufacturer narrative:
Investigation summary (post event): qc was within specifications prior to and after the event. Customer runs qc every 24 hours. Qc reports from (B)(6) 2006, the day of the event, were not provided by the account. The specimens were collected in vacutainers and analyzed within one hour from the time of collection. Beckman coulter (B)(4) reviewed the hgb results and did not observe other significant abnormal data pattern from the analysis. The hgb/wbc ratio for each run in lh750 was very close to the ratio obtained from another instrument, indicating that low hgb results could be related to sample aspiration or sample preparation. A field service engineer (fse) was dispatched to the customer lab and performed multiple repairs on the coulter lh 750 instrument. The fse returned to the customer lab to review post service data. The hgb results showed good agreement between coulter lh 750 instrument and another instrument in the customer lab. The fse verified repair per established procedures; the results meet published performance specifications. As of (B)(4) 2006, no erroneous hgb results have been reported from this account. Patient treatment was not affected in this event. On recur, there is a potential that erroneous results could be reported and patient treatment could be affected. A malfunction will be assumed for the purposes of this report.